Manufacturer narrative:
Although the doctor identified three different lots associated with the allergic reaction, he could not verify which lot was used on the patient. Therefore, no lot numbers were identified in section d-4 of this report. The lots involved in the alleged incidents include lots 2-2271, 2-2100 and 1-1052. The doctor gave the patient a nonsteroidal ibuprofen and prescribed a liquid mixture of benadryl, lidocaine and malox to help alleviate the pain. On (B)(6) 2013, the patient returned; the patient is still healing. On (B)(6) 2013, the doctor's office reported that to date, the patient is doing fine. The doctor will do the final cementation for the patient once a new crown is fabricated. Regulatory affairs will update this complaint if any further information is received. The returned product was received for lots 2-2271 and 1-1052 in a condition which made analysis impossible; therefore, the retain samples were tested yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. The returned product for lot 2-2100 was evaluated yielding results within specifications.

Event description:
A doctor alleged that a patient had experienced an allergic reaction with symptoms of redness, numbness on the bottom lip, swollen mouth with multiple blisters after getting an impression with extrude.

Manufacturer narrative:
.